Manufacturer narrative:
The device was returned to the resmed facility in (B)(4) and an investigation was performed. The investigation determined that the root cause for the system fault was the internal battery pack. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 180) indicating a battery charger fault occurred. There was no patient injury reported as a result of this incident.